Event description:
It was reported that during an open lobectomy, the active blade was broken off and the tissue pad was damaged when the device was used on the lung parenchyma. An error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that it was unknown if the device had been contacted to anything hard such as a forceps or a retractor.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm and with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or tighten assembly error screen is blade damage. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.